Manufacturer narrative:
Product eval: results from the product history record review indicated the product met release criteria. No malfunction can be determined at this time. Root cause: root cause has not been identified. There have been no other complaints reported in the lot number. Add'l info was requested and received. (B)(4).

Event description:
A surgeon reported that following insertion of an intraocular lens (iol), a break in the body of the lens was noticed. The iol was cut and removed. During removal of the lens, the haptics near the break became detached. On the next day, the same model lens was implanted. The surgeon reported the use of an unapproved viscoelastic in the cartridge. In a follow up, the surgeon reported the event resolved after the lens was implanted.